Manufacturer narrative:
E.1 initial reporter facility: (B)(6). D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the gateway between the vet view system and pyxis was no longer working. A technical support specialist (tss) reported that the server had experienced a power outage and verified that all bd services were not running on the all in one server. The tss started all bd and structured query language services and confirmed that the care fusion coordination engine services were functioning properly. The tss observed that once the bd services were restored, the station patient delay warning and critical override warning were cleared and confirmed that users were able to log in successfully. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the gateway between the vet view system and pyxis was no longer working. However, there were no delays to patient care and no adverse events or injuries reported based on this incident.